Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer cribriform occluder was selected for an implant. During the procedure, the 30mm amplatzer cribriform occluder was prepped per IFU instruction. Once the left atrial disk of the device was deployed in the patients la the disk appeared to be ¿bulbous¿/mis-shape and would not return to its intended flat shape. I have attached a photo of the device one it was removed from the patient. The la disk is still noted to be bulbous outside the body. It is unknown if the device a new device was implanted. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal cribriform occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, the device was prepped per instructions for use (IFU). The left atrial disc was deployed in the patient's left atrium, and the disc appeared to be in a bulbous deformation and would not return to its intended flat shape. The device was removed from the patient. The left atrial disc was still noted to be bulbous outside of the body. The device was replaced with a 35-25mm amplatzer talisman pfo occluder, which was successfully implanted. The patient status was reported as stable.